Event description:
According to the reporter, during a laparoscopic inguinal herniorrhapy procedure. The balloon did not inflate. A third balloon was used to complete the case. There was no patient injury.